Event description:
This device was explanted while replacing the lv lead due to a rise in thresholds. This device is near eri indication and was replaced with another crt pacemaker. The device was retained by the hosp. Should add'l info become available, this file will be updated.